Event description:
It was reported that the patient presented in clinic for a follow up with over-sensed noise on the right ventricular lead. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.